Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows 16 - missing weekly data points for min and max atrial pace bi impedance between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported the atrial lead dislocated. The atrial lead was repositioned. No patient complications have been reported as a result of this event.